Event description:
Health professional reported a lap-band port leak first noticed when physician noted "missing fluid" during an adjustment fill. The physician continued to note "missing fluid" in the several following adjustment fills. Physician suspected a port leak, and the port was explanted and replaced.

Manufacturer narrative:
(B)(4). The reporter discarded the device when it was explanted and it is no longer available for return. Therefore allergan will not receive it and no analysis or testing will be done. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."